Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. There was a drop in the patient's blood pressure. The pericardial effusion was confirmed by ultrasound eco. They reported that the medical intervention provided was a pericardiocentesis and 400ml of fluid was removed. The patient was reported to be in stable condition. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event was fully recovered (no residual effects). Patient admitted to floor overnight for observation. Released next day. Transseptal puncture was performed with a baylis, nrg 71cm. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was low-2ml; hi-8ml. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Visitag module was used, parameters for stability used were range 3mm; time 3ms; fot 25% @ 3g; tag size 3mm. Additional filter used with the visitag was respiratory adjustment. Color options used prospectively was tag index..

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 03-mar-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was the procedure. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).